Event description:
Hcp reported the pt presented on 02/26/2002 with symptoms of an infection including "drainage". A culture was obtained that was positive for staph and the pt was treated with oral antibiotics. The treatment is ongoing and there was no report of drug withdrawal symptoms. The pt had a risk factor of decubitus ulcers.